Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in tubing/chamber, burning, smoke and electrical odor and dirty filters. The patient alleges cough, mouth and throat irritation, nasal and throat irritation or soreness, nose dry, headaches and dizziness. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in tubing/chamber, burning, smoke and electrical odor and dirty filters. The patient alleges cough, mouth and throat irritation, nasal and throat irritation or soreness, nose dry, headaches and dizziness. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleges visualization of particles in tubing/chamber, burning, smoke and electrical odor and dirty filters. The patient alleges cough, mouth and throat irritation, nasal and throat irritation or soreness, nose dry, headaches and dizziness. The device was returned to the manufacturer¿s product investigation laboratory for investigation. During the investigation, product investigation laboratory initiated therapy with the device and verified airflow, the manufacturer used a known good product investigation laboratory supplied power supply and ac power cord and also observed customers humidifier heater plate did heat. Unknown tan dust contamination on top and bottom on blower motor, bottom of the enclosure and the blower motor seal, inconsistent with degraded sound abatement foam, at the air inlet of the blower box. Unknown brown and black contamination (dust-like), inconsistent with degraded sound abatement foam, in the iso port (international organization of standardization. Dust-like contamination on top and bottom of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box. Unknown black residue (inconsistent with degraded sound abatement foam) inside enclosures. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.